Manufacturer narrative:
All available information was investigated and the reported leak was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore.

Manufacturer narrative:
Exemption number e2019001. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to capture a leak and myocardial infarction (mi). The procedure was performed by (B)(6) at (B)(6) hospital and clinics on (B)(6) 2019. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was prepared per the IFU; therefore, it was inserted into the anatomy. However, while steering the clip in the left atrium (la), intermittent bursts of air were noticed. The cds was inspected and all stopcocks were confirmed to be closed. The intermittent burst of air continued, which caused an st elevation. To treat the st elevation, the anesthesiologist gave 100% oxygen. The cds was removed and no more air entered the patient. Aspiration was performed, but no air was aspirated out of the anatomy. An additional cds was inserted and implanted without issues. Mr reduced to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.